Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, per patient's spouse, patient continues to experience problems and is now following up with his surgeon. Approximately on (B)(6) 2012, patient had fluid aspirated from his joint and the doctor stated that his blood count was elevated and that this is due to the recalled stem. Surgeon has decided to revise. It was further reported that post operative development of mechanically assisted crevice corrosion with adverse local soft tissue reaction (alval) and tissue devascularization and necrosis secondary to modular femoral stem.